Event description:
It was reported that "intermittent motor function was suspected". Troubleshooting was ongoing and an appointment with the physician was scheduled for end of (B)(6). Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: the patient reported ineffective itb therapy. The patient takes additional oral medication for better therapy outcome. The logs and pump status were checked and it showed the pump function normal. The last refill was in the beginning of (B)(6) without any anomalies; aspirated volume matched calculated volume. It was noted that the health care provider was still thinking about replacing the pump. The pump was used to deliver lioresal.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)